Manufacturer narrative:
There was no patient involvement. Cardiacassist. Inc manufactures the tandemlung oxygenator. The incident occurred in (B)(4). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that tandemlife oxygenator had visible clot and complete circuit (pump and oxygenator) was replaced. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: no additional detail is available on this specific event. The most likely root causes are related to the clinical procedure and patient conditions such as insufficient anticoagulation therapy and patient coagulopathies.